Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿the depth gage was stuck and hard to manipulate." T1, t2 and suture returned within the needle track. The depth limiter was attached. It was adjusted as expected. The needle returned bent. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ the device no longer cycled and actuated due to the bent needle. No root cause related to the manufacture of the device was confirmed. The physical condition of the device did not align with the reported issue.

Event description:
It was reported that during a meniscus repair surgery, the depth gage was stuck and hard to manipulate. Both anchors were not releasing. No backup device available. No delay and no patient injury reported.

Event description:
It was reported that during procedure, the depth gage was stuck and hard to manipulate. Both anchors were not releasing. No backup device available. No delay and no patient injury reported.

Event description:
It was reported that during procedure, the depth gage was stuck and hard to manipulate. Both anchors were not releasing. No backup device available. No patient injury reported.